Event description:
Received 5 inappropriate shocks from a medtronic gem ii dual defibrillator. Also received a large number of nonsustained events approx. -45- pre shocks. During the time reporter received the 5 large shocks, their rhythm was normal and reporter was aware of every shock they received. This was tragic and has changed their life forever. Reporter was taken by ambulance to ER., released. The next day went to dr and was told reporter had fractured lead wire. In 2002, had emergency surgery, extracted pacemaker and lead wires fell apart upon extraction. And reporter now has a gem iii medtronics. The problem now is that the device has been lost by the hosp and reporter wants to make sure the appropriate measures are taken to ensure that this does not happen to someone else.